Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the e224 communication error occurred due to a malfunction of the cable unit, but the root cause could not be estimated. Olympus will continue to monitor field performance for this device.

Event description:
The service center was informed by the sterile processing department coordinator at the user facility that the 4k camera head reportedly had an e224 error code observed during preparation for use. No patient involvement or harm was reported.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer reported issue was confirmed as there was no image/ error e224 due to a defective cable unit. Additionally, the rear cover label is faded. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.